Manufacturer narrative:
Device investigation did not reveal any device defect which is expected to have been present whilst implanted. According to the patient report, the device was explanted due to the active electrode array being partially migrated out of cochlea, which was confirmed by the diagnostic imaging. At initial implantation, a full insertion was achieved. Damages found during device investigation are related to explantation surgery. This is a final report.

Event description:
The patient reported poor sound quality with the device (noises, resonances, metallic sounds) and decreased benefit over time. In-situ measurements show fluctuating impedance on the basal electrode channels, which reportedly had to be deactivated because of high impedance and no hearing sensation. A full insertion was achieved during implantation. In (B)(6) 2016, a CT scan showed the electrode array being partially outside the cochlea. The patient underwent a re-implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported poor sound quality with the device (noises, resonances, metallic sounds) and decreased benefit over time. The patient is scheduled for re-implantation.